Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2014 due to. Customer's blood glucose levels at the time of hospitalization was in the 30 mg/dl range. The customer was unresponsive and had a possible seizure. It was also mentioned that the customer had 5 hypoglycemic events. It was not mentioned if the customer was wearing the insulin pump at the time of the hospitalization. Customer was treated with candy and sugar.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.